Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon attempted to place the head on the accolade stem. The taper on the head was too large for the trunion on the stem. The surgeon placed the head on the trial and it also did not fit."